Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) to breath delivery unit (bdu) cable. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had an inoperable graphic user interface (gui). The ventilator was not in use on a pt at the time the malfunction occurred.